Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 at around 3 pm he had suffered a hypoglycemic episode of which, the patient claims, cgm did not alert.paramedics were called and patient was given an IV of dextrose.at the time of his call to dexcom technical support patient reported feeling tired.